Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant gluc3 glucose hk results for 1 patient sample on a cobas integra 400 plus. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The gluc3 reagent lot number was 25244601 with an expiration date of 30-sep-2018.

Manufacturer narrative:
The field application specialist stated there were only discrepant results for this one patient. Based on acceptable calibration, qc, and precision data the investigation excluded a reagent issue.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.